Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device retained by hospital.

Event description:
It was reported that patient's left hip was revised from a stryker recon nail to a total hip due to severe arthritis of the acetabulum. Rep does not have access to any further information. Update info: reason for revision is that in the primary, bone graft was used and the recon nail utilized to stabilize the graft. The patient developed a limb length discrepancy which led to the severe acetabular arthritis.